Event description:
During a total abdominal hysterectomy procedure, the instrument did not fire a complete staple line. The surgeon applied suture to complete the procedure. No pt injury was reported.